Event description:
It was reported that a female patient dob: (B)(6) 1955 underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed in the patient. It was noticed that the patient's blood pressure started showing a low arterial pressure via the blood pressure cuff. The pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis with cell saver. About 650 ml of fluid was removed from the patient, with about 480 ml recycled back to the patient via cell saver. The patient is in stable condition. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was; high flow: 8.15 ml; low flow: 2 ml; pre-rf time: 1 s; post-rf time: 1 s; and low fluid warning: 100 ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used; range: 3 mm; time: 3 sec; fot: 25%; min force: 3 g; tag size: 3 mm. There was no additional filter used with the visitag. Fti; force; time color options were used prospectively.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022. It was reported that a female patient ((B)(6) 1955) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).